Event description:
Customer reported unexpected results with the abofwd assay on galileo. O negative results were reported for all the donor samples on 1 plate. The plate did not look like it had been spun. The customer repeated the assay with the donor samples along with new segments from those donors. Customer stated that the results reported as expected.

Manufacturer narrative:
A service call was made. The customer was experiencing an intermittent error during initialization on the centrifuge, resulting in an inadequate centrifugation of samples. The centrifuge was repaired. The instrument was performing as expected after the service call.